Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (battery faults / charger faults) was unable to recognize the battery due to an internally shorted u13 cmos flash microcontroller on the bedside board. The root cause of the shorted u13 microcontroller was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had battery/charger faults.